Event description:
It was reported that when the autopulse resuscitation system is turned on, it will not stay on and will turn itself off. Customer also indicated that unit was used with a new battery. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation. Several attempts were made by device manufacturer to obtain status of product return. These efforts, however, were unsuccessful. If product is returned to the manufacturer, a supplemental report will be filed.